Event description:
I bought a super patch victory and defend from salesman (B)(6), he said it was a million dollar patch and FDA registered. Doing my own research I found a video that claimed the patch is compared to the fountain of youth. This patch is registered as orthopedic tape, but (B)(6) said it can stop dementia in its tracks and it can help my balance and allergies. After wearing the patch 60 days, I can tell you the patch is just a sticker. There is a pattern on it, but there is no help to me and the company is no help. I think they are canadian based. The mlm scam is getting lots of people. It is terrible.